Event description:
On 10/dec/2024, fresenius became aware this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a 2008t hemodialysis system, an optiflux 180nre dialyzer, and combi-set bloodlines for renal replacement therapy (rrt) expired while undergoing outpatient hd therapy (date not provided during the intake process). Follow-up information received by fresenius on 29/dec/2024 confirmed the patient expired on (B)(6) 2024 during hd therapy. The patient arrived for their regularly scheduled hd treatment in stable condition, blood pressure (bp) = 158/77, and a heart rate (hr) = 55 bpm (all pre-treatment machine testing passed). The patient¿s treatment began without issue, however approximately 12-16 minutes into a 3.0-hour treatment, the patient was found unresponsive (bp = 62/46, hr = 78). The treatment was immediately terminated, and the patient¿s blood was reinfused. Emergency medical services (ems) were contacted, and the patient was provided with oxygen support (volume not provided), a fluid bolus (volume not provided), and cardiopulmonary resuscitation (CPR) efforts were initiated. Although the exact timeline and specifics of the serious adverse event is largely unknown, it appears CPR was unsuccessful, and ems pronounced the patient dead at the outpatient dialysis clinic. Following the serious adverse events the 2008t hemodialysis system was removed from service, and functional compliance testing revealed alarm and pressure-holding test failures (corrected with the replacement of the internal 9-volt battery). Additionally, the ultrafiltration (uf) pump required recalibration, as it fell outside of the manufacturers¿ recommended specifications. The uf pump encountered an error in which more fluid was removed than was programed into the 2008t hemodialysis system. The expected fluid removal was 1000 ml/hour, however post-event testing revealed the actual fluid removed 1020 ml/hour. The air separator was also found to be leaking a small amount of fluid, and the uf pump strokes fell outside of the manufacturers¿ recommended specifications, actual result 1.029 ml per stroke (allowable limits = 0.996 ¿ 1.004 ml). The required repairs were successfully completed, however based on the documentation from 29/dec/2024, the 2008t hemodialysis system has not been returned to service. Additionally, the optiflux 180nre dialyzer and combi-set bloodlines are in the process of being returned to the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between hemodialysis utilizing the 2008t machine and the patient death during treatment. However, there is no documentation of a causal relationship between the death and use of the 2008t machine. Additionally, there is no allegation of machine malfunction or deficiency reported for this event. The circumstances surrounding the death are unknown. The patient¿s health status and health history are unknown. The circumstances surrounding the patient death are unknown. The association between chronic kidney disease (ckd) and high cardiovascular morbidity and mortality is well known. According to the united states renal data system (usrds), the leading cause of death among ckd patients undergoing dialysis is related to cardiac arrhythmias. Based on the limited information and no allegation of a machine malfunction or deficiency, the fresenius 2008t machine can be excluded as the cause of the patient¿s death.

Event description:
On 10/dec/2024 fresenius was notified that a patient passed away while utilizing the 2008t machine for hemodialysis (hd) treatment. A request for machine and disposable evaluation was made. A field service technician (fst) was requested to perform an inspection of the machine. Inspection completed. An adverse event pre-service evaluation checklist and ultrafiltration (uf) problem identification checklist was performed. A small leak was observed on the bottom of the air separator. The failure on the alarm test was the 9 volt battery.

Event description:
On 10/dec/2024, fresenius became aware this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a 2008t hemodialysis system, an optiflux 180nre dialyzer, and combi-set bloodlines for renal replacement therapy (rrt) expired while undergoing outpatient hd therapy (date not provided during the intake process). Follow-up information received by fresenius on 29/dec/2024 confirmed the patient expired on (B)(6) 2024 during hd therapy. The patient arrived for their regularly scheduled hd treatment in stable condition, blood pressure (bp) = 158/77, and a heart rate (hr) = 55 bpm (all pre-treatment machine testing passed). The patient¿s treatment began without issue, however approximately 12-16 minutes into a 3.0-hour treatment, the patient was found unresponsive (bp = 62/46, hr = 78). The treatment was immediately terminated, and the patient¿s blood was reinfused. Emergency medical services (ems) were contacted, and the patient was provided with oxygen support (volume not provided), a fluid bolus (volume not provided), and cardiopulmonary resuscitation (CPR) efforts were initiated. Although the exact timeline and specifics of the serious adverse event is largely unknown, it appears CPR was unsuccessful, and ems pronounced the patient dead at the outpatient dialysis clinic. Following the serious adverse events the 2008t hemodialysis system was removed from service, and functional compliance testing revealed alarm and pressure-holding test failures (corrected with the replacement of the internal 9-volt battery). Additionally, the ultrafiltration (uf) pump required recalibration, as it fell outside of the manufacturers¿ recommended specifications. The uf pump encountered an error in which more fluid was removed than was programed into the 2008t hemodialysis system. The expected fluid removal was 1000 ml/hour, however post-event testing revealed the actual fluid removed 1020 ml/hour. The air separator was also found to be leaking a small amount of fluid, and the uf pump strokes fell outside of the manufacturers¿ recommended specifications, actual result 1.029 ml per stroke (allowable limits = 0.996 ¿ 1.004 ml). The required repairs were successfully completed, however based on the documentation from 29/dec/2024, the 2008t hemodialysis system has not been returned to service. Additionally, the optiflux 180nre dialyzer and combi-set bloodlines are in the process of being returned to the manufacturer.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, g2, h6, h10 clinical investigation: a temporal relationship exists between hd therapy utilizing a 2008t hemodialysis system, an optiflux 180nre dialyzer, combi-set bloodlines and the serious adverse events of hypotension, loss of consciousness, and death, as the patient was undergoing treatment when the patient¿s expiration occurred. The definitive etiology of the serious adverse events is unknown; therefore, causality could not be established. However, based on the post-event testing, there is evidence to support the existence of internal device failures, which may have caused the 2008t hemodialysis system to perform outside of the manufacturers¿ recommended specifications. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for approximately 45% of all esrd deaths, and approximately 25% of those deaths are due to sudden cardiac death. Based on the information available, the 2008t hemodialysis system, the optiflux 180nre dialyzer, and the combi-set bloodlines cannot be disassociated from having a possible causal or contributory role in the serious adverse events. There is currently no allegation that a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. However, given the patient was actively undergoing hd therapy when he was found unresponsive, the facility¿s request for post-event functional compliance testing, the uf pump failure requiring recalibration, the pressure holding test failure, and a pending manufacturer evaluation of the dialyzer/bloodlines, this clinical investigation cannot disassociate the 2008t hemodialysis system, the optiflux 180nre dialyzer, and the combi-set bloodlines from playing a possible role in the serious adverse events.

Manufacturer narrative:
Additional information: b5.

Event description:
Additional information was provided to fresenius on 18/dec/2025. The information confirmed the patient expired on (B)(6) 2024 during hd therapy. The patient arrived for their regularly scheduled 3-hour hd treatment on that date in stable condition with pre-access care initiated at approximately 1228. The patient¿s pre-treatment vitals were blood pressure (bp) = 158/77, and a heart rate (hr) = 55 bpm (all pre-treatment machine testing passed). The patient¿s last treatment prior to this date was (B)(6) 2024. The patient¿s treatment began without issue at approximately 1250. Two sites were cleaned with aseptic technique and cannulated without difficulty. Lines and needles were noted as taped and secured and the saline line was double clamped. An increase in the blood flow rate (bfr) was made to the patient¿s ordered rate (not provided) without difficulty. At 1301 the patient was noted to be watching tv. The maximum bfr of 400ml/min and max dialysate flow rate (dfr) of 600ml/min was documented. The patient¿s bp was 174/95 at this time. At 1304 (within 14 minutes of treatment start) the patient¿s caregiver reportedly screamed for help. The patient was not responding. The patient¿s bp was 62/46 with a hr 78. It was reported that an employee examined the machine and said there was air in the line. The treatment was immediately terminated, and the patient¿s blood was reinfused. At 1304 oxygen support was provided (volume unknown) and normal saline administered (volume not provided) for bp support. The nurse was summonsed to retake the bp. The patient was unresponsive and the automated external defibrillator (AED) was attached. Cardiopulmonary resuscitation (CPR) was initiated and 911 was called. At 1315 emergency medical services (ems) arrived. Resuscitation efforts failed. At 1348 the patient was pronounced deceased at the outpatient dialysis clinic by the nurse. The immediate cause of death listed by the nephrologist was cardiac arrest. This was subsequently documented on the state of (B)(6) death certificate as the primary cause of death with end stage renal disease listed as the secondary cause.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the plant received on (B)(6)2025 a complaint product sample from the customer without original package. The complaint product sample was visually inspected and no damages were observed in the lines and chambers; the combi set is acceptable. In addition, the sample was tested in the hemodialysis machine and worked as intended without any abnormalities during the tested period. No disconnection or leak occurred during tested period from the patient venous and arterial connector to catheter. No air bubbles inside the system, no leaks, no level variation of venous and arterial chamber or any alarm was noticed. The sample tested worked as intended without any abnormalities during the tested period. The lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 10/dec/2024, fresenius became aware this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a 2008t hemodialysis system, an optiflux 180nre dialyzer, and combi-set bloodlines for renal replacement therapy (rrt) expired while undergoing outpatient hd therapy (date not provided during the intake process). Follow-up information received by fresenius on 29/dec/2024 confirmed the patient expired on (B)(6)2024 during hd therapy. The patient arrived for their regularly scheduled hd treatment in stable condition, blood pressure (bp) = 158/77, and a heart rate (hr) = 55 bpm (all pre-treatment machine testing passed). The patient¿s treatment began without issue, however approximately 12-16 minutes into a 3.0-hour treatment, the patient was found unresponsive (bp = 62/46, hr = 78). The treatment was immediately terminated, and the patient¿s blood was reinfused. Emergency medical services (ems) were contacted, and the patient was provided with oxygen support (volume not provided), a fluid bolus (volume not provided), and cardiopulmonary resuscitation (CPR) efforts were initiated. Although the exact timeline and specifics of the serious adverse event is largely unknown, it appears CPR was unsuccessful, and ems pronounced the patient dead at the outpatient dialysis clinic. Following the serious adverse events the 2008t hemodialysis system was removed from service, and functional compliance testing revealed alarm and pressure-holding test failures (corrected with the replacement of the internal 9-volt battery). Additionally, the ultrafiltration (uf) pump required recalibration, as it fell outside of the manufacturers¿ recommended specifications. The uf pump encountered an error in which more fluid was removed than was programed into the 2008t hemodialysis system. The expected fluid removal was 1000 ml/hour, however post-event testing revealed the actual fluid removed 1020 ml/hour. The air separator was also found to be leaking a small amount of fluid, and the uf pump strokes fell outside of the manufacturers¿ recommended specifications, actual result 1.029 ml per stroke (allowable limits = 0.996 ¿ 1.004 ml). The required repairs were successfully completed, however based on the documentation from (B)(6)2024, the 2008t hemodialysis system has not been returned to service. Additionally, the optiflux 180nre dialyzer and combi-set bloodlines are in the process of being returned to the manufacturer.